Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and presented to the hospital. Review of stored device memory noted ventricular tachycardia (vt) episodes that correlated with the patient symptoms. The vt was successfully converted with a burst of anti-tachycardia pacing (atp). A non-sustained vt episode was also observed and was noted to have spontaneously converted on its own. Further review of device memory noted high out of range pacing impedance measurements greater than 2,000 ohms on the right atrial (ra) lead beginning approximately five months ago. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.